Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a colorectal procedure, the device jaws locked after application to tissue and could not be opened. Tissue resection was performed to remove the device. No patient injury occurred.